Event description:
It was reported that the patient passed away due to ventricular fibrillation and chronic systolic dysfunction. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.